Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the catheter was found to be broken and unable to be used properly. As a result, the user changed to a new catheter. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab catheter damaged is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found bent near the iabc distal tip and resistance was noted upon passing the guidewire through the iabc central lumen. No other damage or abnormalities were noted to the returned iabc. No damage or abnormalities were noted to the returned sheaths. Each returned sheath passed visual, dimensional and functional inspections. The root cause of the bent central lumen is undetermined. The most probable potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the catheter was found to be broken and unable to be used properly. As a result, the user changed to a new catheter. There was no report of patient complications, serious injury, or death.